Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with support from technical support, but error continued, so pump replacement was arranged while customer planned to use multiple daily injections as backup insulin therapy.